Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter service manual the advanta should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in sep 18, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that advanta frame (product code p1600b004188, serial number (B)(6), had power cord frayed. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.